Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, an alarm was identified during a review of the event history log. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received functional testing. The device was determined to meet functional performance specification requirements. A short simulated therapy was successfully performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.